Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2: reference MFR. Report#: 1627487-2015-05674. On (B)(6) 2015, the patient underwent a surgical procedure to implant additional leads. During the procedure, the doctor experienced difficulty placing the leads intended for use due to scar tissue being present. The doctor abandoned the procedure after an hour and a half.